Event description:
Customer reported the power switch will not stay on. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power switch. System operates as intended.